Event description:
It was reported that the patient passed away due to a seizure. The patient was actively seizing when he passed and rescue medication did not work. Per the physician's assessment, the cause of death was sudep and was unrelated to vns. The patient's response to vns was seizure reduction. The patient was receiving therapy when he passed away. No autopsy was performed. The death was witnessed by the patient's father but did not result from drowning or trauma. The patient had a prolonged seizure and vns magnet was used and emergency medications, but the patient died one hour later. The patient died face up. Patient has had seizures since age 13 and has a history of nocturnal seizures. Patient also has a history of recurrent pneumonia. Patient was compliant with aeds. The funeral home reported that the vns was explanted. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Explanted products were later received into product analysis. Analysis has not been completed to date.

Event description:
Product analysis was completed for the generator. In the pa lab, the device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. Electrical tests confirmed the device was not depleted. There was no other performance or adverse conditions found with the pulse generator. Lead product analysis was completed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Canted spring scratches were observed on the connector ring surface. The lead connector was inserted completely in the header of a representative pulse generator header. No anomalies preventing the connector pin from being fully inserted into the generator were noted. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.